Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the screen goes dim. Attempted to adjust the contrast, but the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: the pump booted with a dim screen. It was noted that the setting was at 1. The contrast was reset to 10. The display was fully illuminated. The pump¿s cover was removed. There was no condition found to the display flex/connector. The complaint could not be duplicated during the investigation.